Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 46 mg/dl. The customer did not believe that the pump malfunctioning. Customer has been sick lately and she is back up to the 222 mg/dl after treating. The customer stated that she is a brittle diabetic.